Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cabe passed safety but failed eit. Returned monitor passed isl(safety) but failed eit(performance) for a failure identified during reprocessing and identifies the calibration step fail, unrelated to the reported issue. The monitor will continue to perform per prescription and intended use and will not interrupt monitoring or therapy performance. The reported service error code is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report service error code. Customer care troubleshooted by rebooting the wcd system and was able to clear the code . There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.